Event description:
Customer reports to have high blood glucose of over 300 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, customer was advised to contact healthcare professional for settings. Customer was also advised that shorter cannula quicksets would be sent for her to try. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.